Event description:
It was reported to target that during a bronchial embolization of a cancer lung pt, one vial of ivalon was mixed with contrast and injected through a 1cc syringe into a tracker-18 catheter. There was a leak observed under fluoroscopy after the injection. The catheter was removed through a guiding catheter and the tip of the tracker-18 was found to be detached. A retriever-10 was used to retrieve the catheter tip but it was unsuccessful. A .035 coil was placed to occlude the vessel which had dissected. No other info is known about the procedure at this time.

Manufacturer narrative:
Date of procedure: 4/17/1998: the product was returned wrapped around itself in a plastic bag. During the investigation it was observed that the distal clear shaft tubing had ballooned and then detached at 142.2 cm distal to the proximal end. It detached with a jagged circumferential fracture. The detached section, approx 8.0cm, was not returned. Since, ballooned tubing detached, the most probable casue for ballooning and detaching relates to an excessive infusion pressure. From bench testing it is know that excess infusion pressure can result in the catheter shaft ballooning and bursting. Per the labeling instructions: "caution: carefully read all instructions prior to use. Observe all warning and precautions noted throughout these and other instructions relevant to procedure. Failure to do so may result in complications." "Warning: discontinue use of tracker catheter for infusion if increased resistance is noted. Resistance indicates possible blockage. Remove and replace blocked tracker catheter immediately. No not attempt to clear by over-pressurization. Doing so may cause the catheter to rupture, resulting in vascular damage or pt injury. I was also observed on the tracker-18 catheter that there were a number of kinks and portions of crushed tubing and delamination along the proximal and mid shafts. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity.